Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed and results no image. Additionally, testing revealed leaking at the bx-channel, tears, kinks, fluid invasion and corrosion from the device potentially caused by damage. The unit was serviced with the necessary electrical and mechanical replacement parts and returned to the user facility.

Event description:
The user facility reported that the device was presenting a b30 error message. The reporter stated the end user attempted to use the scope in multiple rooms but the same error occurred. The reporter stated this was discovered during preparation for use so there was no patient involvement associated to this report. No additional information was provided.